Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. The pump has been returned and evaluated by product analysis on 11/05/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The review of the black box data showed a replace cartridge alarm. The pump was manually suspended on (B)(6) 2016, powered off and powered back on (B)(6) 2016 at 01:01. A ¿no cartridge detected¿ warning was recorded at 01:08. The basal settings were then cleared by the user and deliveries never resumed. There were no defects to the force sensor. The total daily dosages (tdd) added up and reflected the user programmed basal rates. The pump passed the delivery accuracy test. The pump was exercised for 24 hours with a 2.0 unit/hr basal rate; the basal history correctly showed 2.0 units and tdd showed 48.0 units. The force sensor pins were noted to be seated and solder connections were intact. There was no evidence of contamination or cracked force sensor traces. There was no evidence of moisture. No delivery interruptions occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. "Basal" was indicated with no further details. Animas customer technical support made multiple attempts to obtain additional information with no resolve. There was no indication that the product caused or contributed to an adverse event. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.